Event description:
It was reported that the patient experienced significant bleeding at the right groin site. On (B)(6) 2025, the patient underwent atrial flutter (afl) ablation as part of the polarx pas clinical trial. On (B)(6) 2025, while in the recovery room for a few hours, the patient experienced significant bleeding at the right groin site. A femstop device was placed, followed by a pressure dressing. Computed tomography angiography (cta) did not show any active bleeding or pseudoaneurysm. By the following day, the patient showed significant improvement on examination. The right groin site was soft, with only mild bruising noted. The patient remains under observation. On (B)(6) 2025, diagnostic tests were conducted in relation to the patient's adverse event. The issue was resolved on (B)(6) 2025. The device will not be returned for analysis, as it was disposed of by the facility. It was further reported that the hemoglobin and hematocrit levels remained stable without the need for any rbc transfusions. Contrast CT aortogram on (B)(6) 2025 revealed right groin instrumentation changes without active hemorrhage or pseudoaneurysm, bilateral anterior tibial artery proximal occlusions with distal reconstitutions. The cardiac electrophysiology service cleared the patient for resumption of apixaban and discharge to home on (B)(6) 2025. Per pi's response, "known potential complication of access site bleed for all ablation procedure as procedure requires anticoagulation. No associated artery injury." It was further reported that on (B)(6) 2025, the patient underwent pulmonary vein isolation (pvi) ablation as part of the index procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced significant bleeding at the right groin site. On (B)(6) 2025, the patient underwent atrial flutter (afl) ablation as part of the polarx pas clinical trial. On (B)(6) 2025, while in the recovery room for a few hours, the patient experienced significant bleeding at the right groin site. A femstop device was placed, followed by a pressure dressing. Computed tomography angiography (cta) did not show any active bleeding or pseudoaneurysm. By the following day, the patient showed significant improvement on examination. The right groin site was soft, with only mild bruising noted. The patient remains under observation. On (B)(6) 2025, diagnostic tests were conducted in relation to the patient's adverse event. The issue was resolved on (B)(6) 2025. The device will not be returned for analysis, as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced significant bleeding at the right groin site. On (B)(6) 2025, the patient underwent atrial flutter (afl) ablation as part of the polarx pas clinical trial. On (B)(6) 2025, while in the recovery room for a few hours, the patient experienced significant bleeding at the right groin site. A femstop device was placed, followed by a pressure dressing. Computed tomography angiography (cta) did not show any active bleeding or pseudoaneurysm. By the following day, the patient showed significant improvement on examination. The right groin site was soft, with only mild bruising noted. The patient remains under observation. On (B)(6) 2025, diagnostic tests were conducted in relation to the patient's adverse event. The issue was resolved on (B)(6) 2025. The device will not be returned for analysis, as it was disposed of by the facility. It was further reported that the hemoglobin and hematocrit levels remained stable without the need for any rbc transfusions. Contrast CT aortogram, on (B)(6) 2025, revealed right groin instrumentation changes without active hemorrhage or pseudoaneurysm, bilateral anterior tibial artery proximal occlusions with distal reconstitutions. The cardiac electrophysiology service cleared the patient for resumption of apixaban and discharge to home on (B)(6) 2025. Per pi's response, "known potential complication of access site bleed for all ablation procedure as procedure requires anticoagulation. No associated artery injury.".

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.